Event description:
Account states that after a lap gastric procedure performed by dr. The wound drain broke off during the office visit for wound drain removal. Pt #2 needed to undergo a surgical procedure for wound drain removal.